Event description:
Additional information was received indicating loss of capture was noted on the left ventricular lead.

Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the left ventricular (lv) lead. A revision procedure was performed and insulation damage was visually observed on the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of the insulation damage and loss of capture were not confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.